Event description:
A false (B)(6) advia centaur xp hcv result was obtained for a patient sample when tested on lot # 226. The patient sample was run on lot # 225 and the result was (B)(6). The customer has seen a shift in their internal qc values since changing from lot # 225 to lot # 226. The qc has shifted up and is out of range. The siemens qc is still performing within acceptable ranges. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hcv result is unknown. Reagent lot #226 is being investigated.

Manufacturer narrative:
(B)(4). Internal studies have confirmed that this increased reactive rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the us : (B)(4). As a result, urgent field safety notice, (B)(4)., was issued to siemens customers outside the us april, 2012.